Event description:
Livanova deutschland received a report of a pump stop of a roller pump mounted onto s3 hlm console. After an emergency restart the operation was resumed with no further issue. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: based on follow up communications with local livanova representative, repair is not possible. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: through follow up communication it was confirmed that the affected hlm was replaced with a new device. A review of the device¿s service history indicated that the system was manufactured in 2011, and no previous reports of similar events had been communicated to livanova. A review of complaints database confirmed that similar events have previously been reported; however, no concerning trend associated with this type of malfunction occurred. Based on investigation findings from similar events, the most likely root cause of the reported event can be addressed to a non-systematic failure, potentially involving a temporary malfunction of the pump control board or another aging electronic component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova livanova will keep the post market surveillance.

Event description:
See initial report.